Manufacturer narrative:
Complaint conclusion: during a stenting procedure, it was reported that the 8.0x120mm smart stent was attempted to be released at the target lesion, but there was resistance felt when it was released ¿half.¿ the physician kept releasing the stent, however approximately 3cm (three) of the stent was shortened. Therefore, an additional stent was placed. The procedure was completed successfully. There was no report of patient injury. The target lesion was the right superficial femoral artery, left common iliac artery, and external artery. The lesion was moderately calcified and moderately tortuous, with a rate of stenosis of 80%. A contralateral approach was made from the left femoral artery with the 6f 45cm guiding catheter, and the right superficial femoral artery was healed. The guiding catheter was removed and the lesion length (left common iliac artery to external artery) was measured. The smart stent was delivered to the lesion. The tortuosity was checked from two directions (ap and rao) and it was confirmed that the blood vessel had no tortuosity relatively. The physician had a lot of experience using the smart stent, and they did not hold the outer sheath and released with holding the sheath hub by the assistant. The product was not returned for analysis. A device history record (DHR) review of lot 17118985 revealed no anomalies or non-conformances during the manufacturing and inspection processes associated with the reported event. The reported ¿stent delivery system (sds)-deployment difficulty¿ and ¿stent- incorrect length-too short/compressed (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification, moderate tortuosity and a rate of stenosis of 80% may have contributed to the reported event. According to the instructions for use, the user should initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device will not be returned for analysis. The DHR review has not yet been completed. Additional information will be submitted within 30 days of receipt. Concomitant products: 6f 45cm medikit parent guiding catheter (B)(4)

Event description:
During a stenting procedure, it was reported that the 8.0x120mm smart stent was attempted to be released at the target lesion, but there was resistance felt when it was released "half." The physician kept releasing the stent, however approximately 3cm of the stent was shortened. Therefore, an additional stent was placed. The procedure was completed successfully. There was no report of patient injury. The target lesion was the right superficial femoral artery, left common iliac artery, and external artery. The lesion was moderately calcified and moderately tortuous, with a rate of stenosis of 80%. A contralateral approach was made from the left femoral artery with the 6f 45cm medikit parent guiding catheter, and the right superficial femoral artery was healed. The guiding catheter was removed and the lesion length (left common iliac artery to external artery) was measured. The smart stent was delivered to the lesion. The tortuousity was checked from two directions (ap and rao) and it was confirmed that the blood vessel had no tortuosity relatively. The physician had a lot of experience using the smart stent, and they did not hold the outer sheath and released with holding the sheath hub by the assistant. The product was clinically used. The product will not be returned for analysis.